Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle the analysis results found that the device was received in good visual conditions and with two cartridge reloads present. Cartridge a had the proximal 25 drivers up without staples, and the remaining drivers down with staples present. Reload b was received with 32 drivers up. The returned cartridge reloads had the swing tabs in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. The returned cartridge reloads a and b, were manually unlocked and the device was tested for functionality with the returned cartridge reloads and the device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparotomy, the staples fell out. The procedure was performed on a rectal carcinoma by laparotomy, on a corpulent patient (difficult access). The procedure was finally performed with a competitor device. There were no adverse consequences for the patient.